Manufacturer narrative:
Analysis found that there were reservoir access issues in the pump fluid path due to residue before the internal decontamination. (B)(4).

Manufacturer narrative:
Updated to reflect the information received on 2017-mar-21. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and from a manufacturer's representative (rep) regarding a patient who was receiving 2,550 mcg/ml of fentanyl, 900 mcg/ml of clonidine, 40 mg/ml of bupivacaine, and 300 mcg/ml of compounded baclofen, all at unknown frequencies via an implantable pump. On 2017-mar-21, it was reported that the bupivacaine obtained from the pharmacy appeared to have crystals in the solution. According to the hcp, the crystallization would go away when the drug was warmed to body temperature. The hcp speculated that this crystalization was related to the event as a high concentration of bupivacaine was used in the pump.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 100.0 mcg/ml of clonidine at 21.666 mcg/day, 60.0 mg/ml of bupivacaine at 12.996 mg/day, and 60.0 mg/ml of morphine at 12.996 mg/day via an implantable pump for malignant pain. On (B)(6) 2017, it was reported that during a pump refill, the hcp could aspirate, but was unable to fill the pump. The hcp aspirated less than 1 ml and expected about 2 mls. The hcp then encountered pressure while refilling and were not able to fill the pump. The proper needle orientation was confirmed and locked valve procedure was recommended. The hcp reported that, while performing the locked valve procedure, they were unable to get any medication into the reservoir due to resistance while attempting to fill with a 3 cc syringe of saline. No symptoms were reported. Additional information was received from the healthcare provider (hcp) via a manufacturer¿s representative on 2017-mar-01. It was reported that the pump was replaced on (B)(6) 2017 and would be sent back for analysis. The hcp reported that a ¿piece of body fat¿ was on the pump connector of the catheter, which was removed during the replacement. It was noted that 2.7 ml of drug from the old pump to the new pump. It was calculated that morphine at 12.996 mg/day divided by 60 mg/ml would result in a flowrate of 0.22 ml/day.

Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2017.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2017. It was reported that the pump was revised the week following the initial report and a new pump was replaced. According to the hcp, the cause of the inability to refill the pump was air in the reservoir. Although multiple attempts were made to aspirate the contents of the pump, the pump appeared to be locked and nothing would come out. The issue was considered resolved with the placement of a new pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.